Event description:
The case started and the handpiece worked perfectly. After 30 seconds of cutting time the needle would not cut. No injury to the pt occurred. A second wand was put into place and the case went very well from there.

Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.